Event description:
The user facility reported that the touch panel screens to their hexavue custom room racks were "frozen". No report of procedure involvement. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the touch panels required replacement; however, the cause of the reported event could not be determined. To resolve the issue the technician replaced the touch panels, tested the function and operation of the units, confirmed them to be operating to specification, and returned them to service. No additional issues have been reported.